Event description:
A customer reported receiving a "replace sensor" message upon scanning the adc device. Due to this, customer was unable to obtain readings when they felt hypoglycemic. The customer was seen by a healthcare professional who administered glucose serum for treatment of hypoglycemia.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.